Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no bad battery alarm. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 217 mg/dl. Customer's mother reported they were in the beach but did not go into the beach but she did notice condensation in the screen, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. Troubleshooting was also done for fluids on the device. No further information reported.